Event description:
Litigation papers allege the patient experienced pain, soreness, instability, swelling, inflammation, and damage to surrounding bone and tissue, and partial or complete lack of mobility.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Pfs now alleges increased metal ions. No infection alleged. After review of the medical records for MDR reportability, the patient had a history of cancer and initially underwent a left hip replacement on (B)(6) 2007 due to injury from radiation. During the doi, the surgeon questioned if the cup would be able to be ingrown. The patient was revised on (B)(6) 2013 for infection, loose cup, pain, dislocations and instability. All implants were removed. During the operation the patient suffered a hemorrhage and at least one liter of blood was lost and the operation was stopped after implants were removed. At this time it is unknown when the patient went back to the operating room to have new implants removed. During the revision on (B)(6) 2013 there was cement noted in the cup, but there was no mention of any cement used during the primary operation. (If/when we receive more information we will update as needed) a progress note from (B)(6) 2013 indicated a screw had fractured due to the cancer radiation. It is unknown which screw had fractured at this time. No labs were provided for the alleged high metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.